Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in an inappropriate shock. The patient was also noted to have exhibited asystole for an unspecified amount of time. This device remains in service. No adverse patient effects were reported.